Manufacturer narrative:
The t:slim pump user guide indicates that humalog has been tested up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose (bg) level was elevated (303 mg/dl) with moderate ketones. Customer changed out the infusion site multiple times and administered manual injections to treat elevated bg level. During troubleshooting with tandem technical support, customer indicated that the cartridge and tubing had been in use for four days. Recommendation was made to change the cartridge, insulin, and tubing.